Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's both of the scs octrode leads had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the leads were explanted and replaced. During the surgery, physician noted that the anchors were damaged and bent. Therefore, both the anchors were also explanted and replaced to address the issue.